Event description:
Complainant alleged that while attempting to pace a male pt they were unable to see ECG on the monitor. The device displayed blocks and was not legible. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.